Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-02249 and 3005099803-2018-02250 for the referenced device information. It was reported to boston scientific corporation on june 28, 2018 that two flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the first laser fiber was noted to be broken straight out from the sterile package. A second laser fiber was used and it broke upon use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-02249 and 3005099803-2018-02250 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the first laser fiber was noted to be broken straight out from the sterile package. A second laser fiber was used and it broke upon use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva tractip 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 73 cm from the top of the connector to the break. This piece was kinked. The second piece measured approximately 243 cm and includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.